Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Control solution testing was performed and all results were within range specification and no errors were observed. No product deficiency was identified. Similar readings were found in the meter's memory (111 mg/dl and 420 mg/dl).

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 111 mg/dl and 440 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the suspect device is unknown. The date entered h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 111 mg/dl and 440 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.